Manufacturer narrative:
This correction supplemental report was submitted with corrections to the device codes field in report section h. Device manufacturers only and the describe event or problem field in report section b. Adverse event/product prob.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements on the right ventricular (rv) lead. The rv lead is not a boston scientific product. There was no noise observed on any stored episodes. The rate response trend (rrt) sensor was noted to be programmed on. Boston scientific technical services (ts) recommended performing the usual troubleshooting activities to the boston scientific representative (rep), such as isometric testing while looking for noise and checking impedance measurements. The rep indicated that they understood and will discuss this with the clinic. The products remain in service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
This supplemental report is being filed based on trend inclusion and an updated evaluation conclusion code.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements on the right ventricular (rv) lead. The rv lead is not a boston scientific product. There was no noise observed on any stored episodes. The rate response trend (rrt) sensor was noted to be programmed on and boston scientific technical services (ts) indicated the issue has the signature of minute ventilation (mv) sensor oversensing impedance excursions. Ts recommended performing the usual troubleshooting activities to the boston scientific representative (rep), such as isometric testing while looking for noise and checking impedance measurements. The rep indicated that they understood and will discuss this with the clinic. The products remain in service. No patient symptoms or adverse patient effects were reported.